Event description:
It was reported that the device was not able to be connected to the lead connector during the implant due to the set screw being blocked. The device was removed and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found upon analysis. The setscrew was lodged.